Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tenaculum forceps instrument had a broken wire. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the site confirmed no fragment fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from clevis. Common causes of the failure mode are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Additional observation not reported by site was that the instrument housing was removed, and it was found that the flush tube guide was dislodged. The root cause of this failure is attributed to mishandling/misuse. Signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. Common causes of the failure mode are typically attributed to mishandling/misuse. For example, this could be by improper cleaning or sterilization techniques used in reprocessing, which may include prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing. A review of the instrument log for the tenaculum forceps instrument (part# 470207-10/ lot/serial# (B)(4) associated with this event has been performed. Per this review of the logs, the tenaculum forceps instrument was last used on (B)(6) 2022 via system serial# (B)(4). For a benign hysterectomy procedure. There were 3 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis found the tenaculum forceps instrument to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.